Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 9/15/2017. Device returned to manufacturer? Yes. Device evaluation: the complaint unit was received in the original folding carton. The plunger was observed in a fully advanced position and locked. The cartridge was correctly engaged into the lower body of the pcb00 device. No assembly errors and/or defects related to the manufacturing process were observed. Visual inspection was performed at 10x microscope magnification. The pushrod tip was bent, and the tip cartridge was cracked. No lens was received in or out of the device. Therefore, the reported issue of stuck in cartridge was not verified and the cosmetic issue could not be verified. The condition in which the product was returned is consistent with a product that was handled and prepared for surgical use. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) got stuck and scratched while it was advanced. There was patient contact with the cartridge and not the lens. No additional information was provided to abbott medical optics.